Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. The surgeon used another like device to complete the case. There were no adverse consequences to the patient. One device returning.